Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? 1.5mm. What confirmation was received that the device was fully fired? The surgeon compressed until able to compress any further. But there was no audible or tactile feedback. The surgeon took actions to control the bleeding immediately, so he did not observe whether the washer was cut through. Did the device staple? Yes. Were there any staples missing from the staple line? The surgeon did observe that. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight what is the current status of the patient? The patient is in stable condition now. The analysis results found that the (B)(4) device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device could not cut through the mucous membrane of rectum. The surgeon turned the adjusting knob, opened the device and removed the device. Hand cut and hand sewing was used to complete the procedure. There was no adverse consequence for the patient reported.